Manufacturer narrative:
Qn# (B)(4). The device history for the returned instrument was reviewed and found complete without any irregularities. The instrument was evaluated and found that jaws are loose and misaligned to each other in the closed position and the tube assembly and drive rod are bent at the jaw end making this instrument unusable thus we can validate this complaint. Parts were 100% visually inspected and tested before instruments were sent to the customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured. At this time, it is un-determined what caused the tube assembly to be damaged and for the drive rod to be bent at the jaw engagement area and for the jaws to be loose and misaligned and the jaw pivot pin to be pulled into the outer tube assembly but mishandling at end users facility suspected. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier is damaged and does not hold the clips during patient use. The applier has not been used previously; it is new.